Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
A report was received that approximately 5 years post implant of a 20mm sapien 3 (s3) valve in the aortic position, a valve in valve was required due to a failing thv valve. A non-edwards valve was implanted in the s3 valve.

Manufacturer narrative:
The valve was not return to edwards lifesciences as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history review (DHR) and lot history review were unable to be performed as no work order was provided. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 5 years post implant of a 20mm sapien 3 (s3) valve in the aortic position, a valve in valve was required due to a failing thv valve. A non-edwards valve was implanted in the s3 valve''. In this case, it was noted from medical report that patient had severe aortic stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Per the instructions for use (IFU), structural valve deterioration and device degeneration are potential risks associated with the device and tavr procedure. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Review of medical record also revealed that patient had history of hyperlipidemia (high cholesterol). It is a known factor that hyperlipidemia increases the risk of bioprosthetic valve calcification, which may manifest as stenosis with calcified and/or thickened leaflets. As such available information suggests patient factors (stenosis, hyperlipidemia) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.